Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,004 ohms. It was noted that rv impedance trends were characterized by a gradual rise in measurements, rather than a sudden spike. Review of post-lss stored episodes revealed noise with oversensing. No pauses were observed, and the patient's intrinsic rhythm was seen throughout the noise. Ts reviewed programming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,004 ohms. It was noted that rv impedance trends were characterized by a gradual rise in measurements, rather than a sudden spike. Review of post-lss stored episodes revealed noise with oversensing. No pauses were observed, and the patient's intrinsic rhythm was seen throughout the noise. Ts reviewed programming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.